Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was discovered. The taxus express2 3.0x12mm drug eluting stent was opened and "it was found to be flared". There was no patient contact. The procedure was completed with another taxus stent.

Manufacturer narrative:
Device analysis can confirm the damage found on the device. Visual and microscopic examination of the returned device revealed proximal stent damage. Two of the stent struts were bent back distally. The device was returned without the stent protector. Traces of blood were found inside the inflation lumen of the device indicating that the device had been prepped for use. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of the complaint incident may be handling damage.